Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed a lead impedance increase over time. The impedance measurement reached greater than 2000 ohms. The lead threshold and sensing measurements were good. The physician will continue to monitor the lead. No adverse patient effects were reported.